Event description:
It was reported that balloon rupture occurred. The 76% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). After deploying a 2.75x20mm synergy stent in the mid rca, a 2.75mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a 2.75 12mm non-bsc balloon catheter. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a nc emerge balloon catheter. There were numerous kinks throughout the catheter. The balloon was torn in middle of balloon. There was no other damage or irregularities with the device.

Event description:
It was reported that balloon rupture occurred. The 76% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). After deploying a 2.75x20mm synergy stent in the mid rca, a 2.75mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a 2.75 * 12mm non-bsc balloon catheter. No patient complications were reported and the patient status was stable.